Event description:
It was reported that the pt fell. The pt experienced the pump pocket erosion and "pocket trauma" that resulted in an infection. The pt experienced increased pain. The system was explanted and replaced due to the erosion "after trauma." The pt recovered without sequela. See manufacturer's report #3004209178-2010-02363 for overdose symptoms after the pump was replaced.

Manufacturer narrative:
(B) (4).